Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer (fse) identified that upgrade issue from version 1.11. No details were provided by the fse on how the issue was resolved. Additional information will be documented once more details are received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier maintenance required a witness to log in; however, the witness credentials were rejected as invalid or lacking permissions. The customer attempted to unplug the unit from the wall and manually reboot it; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.